Manufacturer narrative:
Report mw5185957 refer to item code 60001780 fitbone subcutaneous energy receiver, which is an associated device used with the device being reported by the manufacturer, i.e. Fitbone transport nail tn 1180-f-r-370 sterile. Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
Received information that alleged the fitbone transport nail, after complete distraction, did not retract completely during a rewind procedure performed on (B)(6) 2026. On (B)(6) 2026, during troubleshooting in clinic, it was confirmed that the nail was not moving. Patient, underwent a revision procedure to replace the nail on (B)(6) 2026.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
Received information that alleged the fitbone transport nail, after complete distraction, did not retract completely during a rewind procedure performed on (B)(6) 2026. On (B)(6) 2026, during troubleshooting in clinic, it was confirmed that the nail was not moving. Patient, underwent a revision procedure to replace the nail on (B)(6) 2026.